Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was working intermittently and then stopped altogether. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were burnt. The heating elements were lifted up somewhat. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. Jaw force measurements did not pass specifications. The distal jaw tips assembly was opened up and it was found that the primary jaw scissors had broken off and remained in the distal jaw assembly. Based upon this observation, the reported complaint for "intermittent continuity" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).